Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst indicated that there was no twisting of the lead and no damage was identified. (B)(4).

Event description:
It was reported that upon inspection of the epicardial bipolar lead prior to implant, it was noted that "the electrodes appeared to be twisted or attached backwards as compared to the adjoining electrode." The lead was noted used and an alternative lead was placed. No patient complications have been reported as a result of this event.